Event description:
It was reported that a malfunction occurred while the caller was swimming, identified by malfunction code 12. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.